Event description:
The customer reported that the device displays that maintenance is required during the self-test and when the customer turns the device on. There was no reported patient involvement.